Event description:
A lens was loaded into the injector by the scrub. Md placed injector into incision and began screwing lens into the eye. Physician stopped and asked for lights on, a new lens, new cartridge, and new inserter. One haptic was exposed through the side of the cartridge - lens fragment on injector tip. The procedure was continued without incident with new lens and injector cartridge.